Event description:
A zimmer model ats3000, s/n (B)(4) tourniquet system was being used on a patient in surgery. Unit was at 250mm-hg and inflated. Staff went to drop pressure to 150psi per surgeon's direction. Unit would not respond to four attempts to reduce pressure by two different staff nurses. When it finally responded, the unit showed 150mm-hg on the screen, but the cuff was completely deflated. Unit was immediately removed from service.